Event description:
Undocumented reports of suture wings allowing multi-lumen central line catheters to come out of pt. In two pts, a multi-lumen central line catheter was inserted. The suture wing was used to hold the catheter in place. Reportedly, the catheters migrated out of position. One pt was observed to have a subcutaneous chest infiltration as a result of the catheter migration. No pt harm was reported. Additional info was requested, but has not been made available. If any info relevant to this report should become available, it will be submitted to the agency.